Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 30 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Button error troubleshooting was performed and confirmed that time is advancing. Customer stated that the insulin pump is working and all the buttons were responsive. Customer had a low blood glucose of 30 mg/dl and declined troubleshooting. Customer stated that he was low due to forgot to lower his basal . The customer was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.